Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage on keypad traces no button error alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that customer received a button error alarm. Customer also reported that the buttons on the insulin pump are not responding. Customer's blood glucose level at the time 398mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.